Manufacturer narrative:
This product is registered as a combination product. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death is unknown. No additional information was reported. Related manufacturer reference number: 2017865-2021-09202, 2017865-2021-09200, 2017865-2021-09199.